Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right knee was revised due to soft tissue adhesions and lack of rom. A 1x9 cs insert was swapped for another 1x9 cs insert.